Event description:
It was reported that the patient with this artificial urinary sphincter (aus) went to the hospital because the product was not working properly. Two weeks later upon inspection, a crack was found in the cuff connecting tube, so all components were removed and replaced. No additional information was provided.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available the cause that contributed to the reported event cannot be established. Model number/catalog number: 72400098, serial number: n/a, batch/lot number: 0173533019, model/catalog description: pump, unique identifier (UDI) # (B)(4). Model number/catalog number: 72400024, serial number: n/a, batch/lot number: 0175546016, model/catalog description: balloon, unique identifier (UDI) # (B)(4).